Manufacturer narrative:
A gold-tite square uniscrew was returned for inspection. The screw was fractured in the middle of the threaded region. The drive feature was worn but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite square uniscrews, it is recommended to torque at 32-35ncm. Complaint indicates abutment screw fracture. The alleged event was confirmed following inspection. The root cause for this complaint could not be ascertained as there are factors in the placement and usage of the device that could not be replicated in evaluation. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Device lot # was not provided/unknown. An x-ray documenting the fractured abutment screw was received.

Event description:
It was reported that abutment screw fractured.